Event description:
A malfunction alarm with the code "malf 24" was reported. It was unknown whether the customer's blood glucose level exceeded 500 mg/dl, as this information was declined to answer. Tandem technical support decided to replace the malfunctioning pump and provided instructions for the customer to place the pump in storage mode before returning it. The customer was informed of the steps to take upon receiving the replacement pump, and the pump was shipped without a requirement for a signature upon delivery. There was no backup therapy available, so the customer planned to reach out to their healthcare provider.